Manufacturer narrative:
Per the instructions for use (IFU), conduction abnormalities are a known complication associated with the overall transcatheter aortic valve replacement (tavr) procedure. Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease (e.g. Mi, chf, valvular disease), and/or conduction abnormalities. According to literature review and the (B)(4), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include electrolyte disturbances and certain medications (i.e. Beta-blockers, calcium channel blockers). The exact cause for the reported heart block cannot be confirmed, however, it was reported that the patient presented to the tavr procedure with pre-exisiting rbbb, and went into intermittent heart block post valve deployment; therefore the patient's cardiac condition was possibly exacerbated by the procedure. Other potential causes and/or contributing factors include the patient's other underlying co-morbidities [i.e. Chf and 3v CABG), anesthesia, and medications. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per report, the patient presented to the transcatheter aortic valve replacement procedure via transfemoral approach, with pre-existing right bundle branch block (rbbb) and sinus rhythm. The patient went into intermittent heart block and temporary pacing was needed after the sapien valve was implanted. A permanent pacer was implanted on the next day.